Manufacturer narrative:
A gehc service representative performed a checkout of the equipment. The flow sensor was replaced.

Event description:
The hospital reported that, during the preoperative checkout, mechanical ventilation was not functional. There was no report of patient involvement.